Event description:
The customer called to report that the suspect device was used to check the customer's blood glucose and the customer obtained a result of 662mg/dl. The customer called 911 and was given an IV by the paramedics and transported to the hosp. The customer did not report if the emt's used their equipment to check the customer's blood glucose. Upon arrival at the hospital the customer's blood glucose was 230mg/dl in the e.r. The customer stayed in the hospital for five hours and was released with a blood glucose level of 199mg/dl. The suspect device was replaced with new product and authorized for return to the manufacturer for eval.